Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received repeated stuck button alarms. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer reported that the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Pump was received with intermittently unresponsive down and center buttons. The pump passed the self test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. Pump alarmed 4 stuck button error on the event date of 12/23/2025 at 23:01:48.000 to 23:23:55.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the keypad traces. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), battery cap contact missing, and pillowing keypad overlay. Stuck button error was not confirmed during testing. Intermittently unresponsive down and center buttons were confirmed during testing due to corroded keypad traces. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.